Event description:
It was reported that an asymptomatic patient presented with their right ventricular leadless pacemaker exhibiting high capture thresholds. The device was explanted and replaced. Patient had no consequences and was stable.